Event description:
The user facility reported that during a patient procedure a shelf on their harmonyair ems fell to the floor. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmonyair ems and found the shelf was bent. The technician observed damage where the screws attach the shelf to the harmonyair ems as well as on the screws themselves. The damage observed by the technician is indicative of user facility personnel exceeding the maximum weight for the shelf. The harmonyair ems operator manual states (1-3), "caution - possible equipment damage: small shelf weighs 5.7 lb. (2.6 kg.). Maximum load capacity of small shelf is 44 lb. (20 kg.). Do not overload. Large shelf weighs 18 lb. (8.2 kg.). Maximum load capacity of large shelf is 110 lb. (50 kg.). Do not overload." The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specifications, and returned it to service. A steris account manager scheduled an in-service training in november 2021 on the proper use and operation of their harmonyair ems, specifically to not exceed the weight limits for the shelves. No additional issues have been reported.